Event description:
User facility voluntary medwatch received that stated: "omni pump set rate set at 45ml/hr-noted later fluid level in IV not decreasing - no alarm from omni." Upon further query, the following information was provided that indicated the device did not deliver. At an unspecified time, the pump was programmed to deliver an unspecified maintenance fluid at a rate of 45ml/hr. No further programming parameters were provided. After an unspecified length of time, the nurse noted that the fluid level in the bag had not decreased. The device was removed from clinical service and therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions required. During testing at the user facility, the device passed testing. The device was returned to clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The report number was not provided. At this time the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service.